Event description:
It has been reported that during deployment the device alerted operator that electrodes did not have sufficient contact to analyze ECG. Pt status unknown.

Manufacturer narrative:
(B)(4). Device evaluation pending.